Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device drive shaft was bent due to dropping or hitting device against a hard object and from not using the protective cap. It was further noted that the device gear box was locked up with no rotation. Therefore, the reported condition was confirmed. The assignable root cause for the gear box locking up and not rotating was determined to be due to corrosion found inside due to immersion during cleaning which is normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was observed that the compact speed reducer device shaft was bent. During in-house engineering evaluation, it was observed that the device gear box was locked up with no rotation. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.